Manufacturer narrative:
Based on the information provided, it was determined that when the ble connectivity was lost the fibber test was terminated. There is no device malfunction suspected and the behavior is per design.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. Post procedure, it was found that the implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. The bluetooth telemetry was restored in clinic. Patient condition was stable.